Event description:
The customer reported that the insulin pump alarmed compromised force sensor system, had drive support cap sticking out, motion sensor test failure and watchdog timeout alarm. Customer stated that insulin squirted out during manual process. Troubleshooting was done. Customer's blood glucose was 180 mg/dl. Performed displacement test and test passed. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. Customer declined insulin pump loaner replacement stated will revert to back-up plan and will get new insulin pump once he changes insurance. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).